Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance values of greater than 200 ohms. Technical services (ts) was contacted, and ts noted variable impedances with the impedances spiking to values as high as 200 ohms. Ts recommended lead evaluation. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).